Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified right coronary artery. The lesion was pre-dilated. This 4.00x20mm promus element stent delivery system was selected; however, the device failed to cross the lesion. The procedure was completed with another of the same device. Not patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. There were struts raised along the length of the stent. All outer diameter measurements were within specification. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).